Event description:
It is reported that the pt was presenting with a very loose knee. After joint was opened, it was evident that the post of the articular surface had fractured off.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The exact implant date is unknown but, it is estimated that the implants were in vivo for roughly 5 years. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified that the post had fractured off of the articular surface. Fracture analysis of the articular surface identified evidence of light linear wear marks on the superior surface of the device. The lines on the fracture surface indicated that the failure potentially propagated from posterior to anterior. There is some evidence of additional damage on the posterior side of the post on the articular surface, potentially indicating that there was pre-fracture impingement damage, which could potentially serve as a crack initiation site. The post fracture was possibly initiated by impingement damage to the posterior base of the post and possibly caused by overloading. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.